Manufacturer narrative:
Pump passed self-test, sleep current test, and active current test. However, constant pump error 39 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus. No low battery alert noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed pump error 39 on (B)(6) 2024 17:24:45.000 in pump downloaded history. Verified pump low battery alarm on (B)(6) 2024 22:09:00.000 in pump downloaded history. Thes alerts are expected during use. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarms. No moisture damage noted to electronic assemblies during visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, and cracked battery tube threads. The p-cap/reservoir does lock properly. Confirmed pump error 39 during testing and in the pump, history files due to corroded motor home switch. No low battery alert noted. However, pump received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a low battery alarm while changing the battery. It was also reported that the customer received pump error 39 (motor current error detected) troubleshooting was partially performed and no further details have been provided. No harm requiring medical intervention was reported. It was unknown whether the customer would discontinue using the device and the device will be returned for analysis.